Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer removed the case from the pump the cartridge was pulled out. Reportedly, this issue has occurred multiple times. There was no impact to the customer's blood glucose.